Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she was unable to clear the alarm. The customer explaiend that there were a few cracks on the insulin pump that had been there for some time. The customer's blood glucose was 11.9 mmol/l. The customer was informed the device would be replaced. The customer was advised to revert to a back-up plan. The customer agreed to return the product for analysis.